Event description:
Per the clinic, the patient electrode lead was extruded into the external auditory canal and subsequently developed an infection at the site. The patient was treated with oral antibiotics; however, the issue did not resolve. The device was explanted on (B)(6) 2024 and during the same surgery, a blind sac closure was done to reduce the risk of repeat infections. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Correction: the infection, antibiotic and revision surgery reported in initial MDR on (B)(6) 2024, was filed inadvertently. The infection was at the external ear canal and is not considered reportable as there is no causal relationship with the device. Hence, the oral antibiotic and blind sac closure were also deemed not reportable as the treatment was not device related. Device analysis report attached.